Manufacturer narrative:
The device was returned. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report gripper actuation. It was reported that during preparation of the first clip delivery system (cds ¿ 90722u112), the gripper lever was retracted fine, but both gripper arms would not raise. The cds was not used in the patient, and an attempt was made to prepare a second cds (90722u189); however, the dc handle could not be advanced or retracted. The cds was not used in the patient, and third cds was used to successfully complete the procedure. There was no patient involvement and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated and the reported gripper actuation issue was not confirmed. Functional testing confirmed that the grippers functioned as intended with no gripper actuation issues observed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation was unable to determine a conclusive cause for the gripper actuation issue. There is no indication of a product issue with respect to manufacture, design, or labeling.